Event description:
The customer reported that the thermogard hq temperature management console (sn: (B)(6) was providing inaccurate patient temperature readings, displaying values approximately 6 degrees below the actual temperature. Additional information was requested but was unavailable. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
G4: PMA/510(k): premarket submission number not available/not released. Zoll service evaluated the thermogard hq temperature management console (sn: (B)(6) at the customer site. The reported complaint that the thermogard hq console provided inaccurate patient temperature readings was not confirmed in the system's log data files or during functional testing. Review of the system log data files did not reveal any errors or discrepancies. The thermogard hq console successfully passed all functional tests without any faults or errors, and the reported complaint could not be replicated. Testing with tp400 temperature simulators showed appropriate device response, and the hq console performed as intended. Following service, the thermogard system passed all testing criteria.